Manufacturer narrative:
Device evaluation: one level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and product found with electrical components on pcb faulty and heater did not pass electrical testing. According to the investigation, functional testing was performed by filling the device water tank, attach temp check, plug in line cord and turn on device. The customers reported problem was confirmed. The investigation reported that the pump faulty pcb caused the reported problem. Services replaced the pump pcb and heater to correct the reported primary problem and performed pm and calibration and the device passed all functional testing. The problem source of the reported problem is unknown.

Event description:
Information was received that during testing of this smiths medical level 1 hotline low flow systems, the system experienced overheating. No patient involvement reported.